Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10 the device was not returned to the manufacturer for physical evaluation. No device history record (DHR) was possible since no serial or lot number was provided. The failure analysis and root cause determination is not possible because the product was not returned. The reported complaint was not confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that on (B)(6) 2019, the xxx-baseunit mayfield base unit (transition member) just slid out of the socket. The surgeon noticed it immediately after the mayfield was locked. They agree that the transition member was secure when fully in the socket and locked, used to be very difficult to remove from the socket for cleaning. They remember using force to free it. Now, it slid out of the socket by just shifting the mayfield around. Additional information received on 09dec2019 indicating that it happened to a (B)(6) year-old female patient during a c3-7 laminectomy and fusion procedure. There was no adverse consequences as a result of the device problem.